Event description:
Hcp reported "? Low battery - pt received (2) extremely strong jolts at dept stores in two different states. Pt would feel 'burning in the pocket'. Pt would have to twist upper half of body around to feel stim. Upon removal of device fluid was noted in one of the ext/ipg sites." Pt outcome unavailable as unable to get info from hcp despite several attempts to contact them. The device was explanted and returned to the MFR for analysis.